Event description:
The device was returned for analysis.

Manufacturer narrative:
S/w ver. 5.2a. Retainer ring = black. Case type: ngp. Customer returned insulin pump for an alleged high blood glucose, under delivery alarm and blank display on november 06, 2022. The insulin pump p-cap, test reservoir locked in place properly. No damage to retainer ring during visual inspection noted. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump. However, no delivery alarm (7) was found in history file on november 05, 2022 00:12:00.000. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specification. The insulin pump uploaded to carelink pro without any errors. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: cracked keypad overlay, minor scratches on lcd window, scratched case, cracked case (battery tube) and cracked battery tube threads. In summary, the insulin pump passed functional testing. Unable to verify customer alleged for high blood glucose. Blank display not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and d8/d9.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block and insulin pump was not working. Customer stated that it was past event. Customer also experienced high blood glucose and blood glucose value at the time of incident was 300 mg/dl. The customer stated current blood glucose value is 203 mg/dl. No harm requiring medical intervention was reported. The customer will discontinue the use of device. The insulin pump will be returned for analysis.